Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge without the cable being held into the charging port at a certain angle. The issue was unable to be resolved using multiple usb cables, and wall adapters. The customer's blood glucose not impacted. Reportedly, the customer reverted to manual injections for alternate insulin therapy.